Event description:
It was reported that the t:slim x2 pump battery would not charge, leading to a shutdown. Blood glucose levels remained within normal range, not exceeding 500 mg/dl. The customer used a tandem wall adapter and charging cable, leaving the pump plugged in for 30 minutes until it began charging. The customer continued to use the pump for insulin therapy